Manufacturer narrative:
Device evaluated by MFR? The ventilator was rec'd by distributor on 01/10/2007. It will be forwarded to MFR/flight medical ltd for further investigation. A failure analysis report and action taken in resolving this issue will be submitted to medwatch program.